Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after clip deployment the device was difficult to remove from the patient's artery. In accordance with the instructions for use a dilator was inserted into the access ports and the device was removed successfully from the patient anatomy. Hemostasis was achieved with the clip. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed. There were no abnormal observations that could lead to the reported difficult device removal. The access ports were not used to retract the thumb advancer as reported. Based on the investigation findings, the device functioned as designed. Based on the investigation findings, the root cause for the reported event could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.